Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up the left ventricular (lv) lead pace impedance measurements were out of range. Loss of capture was also noted as well as high pacing thresholds. The values for the pace impedance measurements were out of range since (B)(6) 2018. The polarity of the lv was programmed to tip-ring for both sensing and pacing. The device was reprogrammed to right ventricular only. An lv lead fracture was alleged but not confirmed. No adverse patient effects were reported.